Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified broken shell, device is underweight, stress marks, and missing shell. A microscopic analysis was performed which identifies sharp edge opening with non-penetrating nicks assessed as surgical impact opening. A dimension measurement of the shell was performed which identified the thickness to be within specification. Based on the device analysis the final assessment is a sharp edge opening with non-penetrating nicks due to surgical impact, non-penetrating nicks, and a piece of the shell is missing due to inconclusive.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.